Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that 17 hours after replacing the cassette to a smiths medical cadd-legacy® plus pump, an alarm sounded. The cassette was re-attached but the alarm reoccurred. The following day, a new cassette was attempted to be attached but the alarm went off again. Another pump was used with no issue. There were no adverse effects reported.

Manufacturer narrative:
One used cassette was received for investigation. A visual inspection was performed and no discrepancies were found. The cassette was testing in use with a test pump, and no alarms were activated during use of the cassette. A manufacturing review was conducted and no discrepancies were found. The complaint was not confirmed.